Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the shunt sensor leaked. The product was not changed out. There was less than 2ml of blood loss. The surgery was completed successfully.